Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. The device was returned to olympus and the malfunction initially reported was not confirmed. There was no suspected contamination detected. However, the evaluation found the following reportable malfunction: a whitish deposit was found on the inner surface of the air/water channel unit. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation , the lms final investigation, and a correction to e4. The information included in e4 was inadvertenly omitted from the initial medwatch report. Please see updates to b3, e4, h3, h6, and h11. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The customer provided the following results of the culture tests, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 55cfu. Bacterial identification: klebsiella oxytoca. Sampling date: (B)(6) 2024. Sampling from: all channels cfu: 1cfu bacterial identification: unknown sampling date: (B)(6) 2024. Sampling from: all channels cfu: >100cfu bacterial identification: klebsiella oxytoca. Sampling date: (B)(6), 2024. Sampling from: suction channel cfu: >100cfu bacterial identification: klebsiella oxytoca. Sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: >100cfu bacterial identification: klebsiella oxytoca. Sampling date: (B)(6), 2024 sampling from: a/w channel cfu: >100ufc bacterial identification: klebsiella oxytoca. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 1cfu bacterial identification: micrococcaceae. Sampling from: canal distal end cfu: <1cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. However, the olympus third party testing confirmed that bacteria was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the positive culture test and foreign material in the air/water channel could not be determined. The foreign material was not able to be identified. Futhermore, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the same germs were not detected and the results conformed to the regulation's recommendation. As a result, it¿s likely that the user reprocessed the device insufficiently. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Additionally, foreign material on the device can be prevented by handling the device in accordance with the following section of the instructions for use: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.